Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: during investigation, the pump was powered on and a hard call service 006 alarm was reproduced. The pump history was unable to be downloaded for review. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. Software evaluation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.